Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive troubleshooting without duplicating the customer's report. The device was recertified and returned to the customer. It is noteworthy to mention the multi-function cable was not returned for evaluation at this time. It's also important to mention that this functionality may be the result of normal operation if the pads were in the packaging (internally shorted) and not on the patient. No trend is associated with reports of this type. Review of the activity logs did not find evidence to support the reported event.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "short detected" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.